Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Customer's blood glucose level was below 200 mg/dl. Reportedly, the customer was able to load a new cartridge successfully. The customer continued using the pump for insulin therapy.